Event description:
Optimom revision.

Manufacturer narrative:
(B)(4). Pt notes, medical history, device details, explant, x-rays to be requested so incident can be investigated. Device history records to be reviewed. Please note: this issue is reported due to cormet cup, but this was coupled with a thr with a large diameter mom head which is not cleared for sale in the USA (incident was outside of USA).